Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 10ml ll w/ndl 21x1-1/2 rb needle went through shield. Rcc received a complaint via email. Email(s) attached. Date: 23.02.2026 complaint number: (B)(4). Item number: 308-309643. Lot # / serial #: (B)(6). Sample available: yes. Item description: 10ml ll ster syringe w/ 21gx1.5" ndl reg. Incident description: as per client, the needle has gone through the protective cap and the plastic on the package - could have resulted in someone getting a needle stick injury.